Event description:
Contact reported that five days post primary surgery for a charite artificial disc implant, an x-ray showed damage to the sliding core. Surgeon performed a revision surgery to exchange 7.5mm sliding core for another with a height of 8.5 mm.